Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), 2025, a 22f 30cc 3-way catheter (ref # (B)(4), lot # nggn3466) was inserted following a surgical procedure. The balloon inflated successfully, and urine and blood drained without issue. However, the irrigant fluid failed to instill into the bladder. Upon attempting to flush the irrigating lumen, strong resistance was encountered. The catheter was removed and inspected, revealing that the irrigating lumen was not patent. A replacement catheter was inserted without complication or harm to the patient. A facility incident report was filed for tracking purposes.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: "visually inspect the product for any imperfections or surface deterioration prior to use." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a 22f 30cc 3-way catheter (ref # (B)(4), lot # nggn3466) was inserted following a surgical procedure. The balloon inflated successfully, and urine and blood drained without issue. However, the irrigant fluid failed to instill into the bladder. Upon attempting to flush the irrigating lumen, strong resistance was encountered. The catheter was removed and inspected, revealing that the irrigating lumen was not patent. A replacement catheter was inserted without complication or harm to the patient. A facility incident report was filed for tracking purposes.